Event description:
On 6th june 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-3652ttsp, fibertak® rc suture anchor, (black/blue), the implant handle bent when the surgeon was malleating it into the patient. This was detected during an unspecified procedure on (B)(6) 2026. Additional information received on 8th june 2026: this was detected during a rotator cuff repair on (B)(6) 2026. The procedure was completed successfully by using another new implant. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.